Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the image was noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image was noisy. Based on the results of the investigation, the most probable cause was component failure, the connector block was deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.